Event description:
It was reported that the entire ICD system was explanted and replaced due to pocket erosion. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.